Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a needle retraction issue that required medical intervention. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother reported a needle retraction issue, indicating that during insertion in the abdomen, the needle didn¿t go back into the applicator, and the adhesive stuck to the body. The patient was taken to a hospital for assistance with the removal of the patch/applicator. The area was soaked in an unspecified liquid and they were then able to slowly peel it off. There was some resultant skin irritation and bleeding. At the time of the report the patient was doing fine. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.